Event description:
It was reported that the patient had chronic phrenic nerve stimulation. The lead was explanted and replaced by a new lead that was placed in a new position. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.